Manufacturer narrative:
(B)(4). Medical products: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown; all poly patella, catalog # 00597206529, lot # 64303555. Foreign source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.  Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced a fall and underwent a revision due to instability. The polyethylene bearing was removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.